Event description:
It was reported that the patient presented to the hospital after receiving inappropriate high voltage therapy. It was noted that the capture threshold was high and the lead had dislodged. The lead was explanted and replaced when repositioning was unsuccessful.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.